Event description:
Multiple occurrences of air in infusion set tubing resulting in no insulin being delivered. Rptr attributes this to either defective adapters, infusion sets and/or the d-tron pump itself. Air gets into the tubing during disconnects and also while fully connected to the user, resulting in multiple high blood sugars requiring injections of insulin. The pump has been replaced twice. This is 3rd.